Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that his onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the inaccuracy issue began approximately two weeks ago. On (B)(6) 2016 at 6:30pm the patient allegedly obtained blood glucose results of 355, 187 and 180mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan's criteria for precision. It is unknown how the patient usually manages his diabetes, although he stated taking additional medication in response to the alleged issue. The patient denied experiencing any symptoms and did not specify receiving any further form of medical intervention due to the reported issue. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient's testing procedure was correct and the test strips were stored correctly and within expiry. The csr was unable to walk the patient through a control solution test. Return of the subject device was requested for investigation and replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.